Event description:
On (B)(6) 2013, it was reported that the buttons on the keypad of the subject pump were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: the keypad is torn over the ok button and the symbols are worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok button is hyper-sensitive and will auto scroll whenever pressed. The contrast and down buttons have an intermittent response. The up button responds properly. Removed the keypad and found the ok button contact inverted, as well as contamination under all button contacts. There's a crack along the battery compartment extending from the threads to the case seal. There are cracks along the cartridge compartment.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.